Event description:
Called from the facility, pump was on (lcd screen lit), but the pump was not suctioning. Upon receipt of pump back to vhmes, equip tech determined that the pump overshoots target press (50-200mmhg). Upon pump turn on, it will alarm & show error: "can't reach target", high vacuum release, slowly drops to target pressure then will beep 5 times and powers off."